Event description:
Customer reported that the duett pro would not deflate post-procedure. The duett was removed from the patient without any patient impact reported.

Manufacturer narrative:
Upon further investigation of this event by the manufacturer, the physician reported that he "was able to remove the "inflated" balloon through the sheath and (that) the duett balloon did not need to be deflated any further, in order to remove it from the (patient's) artery. No patient impact was reported.